Event description:
It was reported that during surgery, the black and red color of bone was displayed even though the area was needed to be removed. After "checkpoint definition" and "planning", the collection error was detected and the error message said that 10 mm gap was confirmed for the femoral bone. Thus, the doctor did re-refine. After that the doctor tried to bur the femoral bone, but the navio indicated that part as black and red color of bone (even though it was needed to be removed). Therefore, the navio did not bur the femoral bone. The doctor tried again but the black and red color was displayed and it was unable to remove the femoral bone. Finally, the doctor decided to change to manual technique and use s&n conventional instruments. In this case, distal femoral, posterior condyle and proximal tibial were cut roughly by cutting-blade before using navio. This incident caused 75 minutes delay of surgery. (The tibial bone had no error).

Manufacturer narrative:
The device (rob00043) was used in treatment and log files were returned for investigation. DHR review found that the software version (navio 7.0) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. The surgical technique guide released at the time of the complaint (500197) does provide instructions for tracker attachment in the ¿placing bone tracking hardware¿ section. We were able to confirm if there was a relationship established between the reported event and the device. Review of the log files found that the checkpoints were defined at the beginning of the case as expected. Then, after implant placement and planning, the checkpoints were verified again before beginning bone cutting. These steps are the proper steps for the navio system. In the checkpoint verification before cutting, the femur checkpoint verification failed with an error of 11.6mm. This distance indicates that the femur tracker rotated from an edge to a flat. The user likely thought that the tracker did not move because everything could have looked fine visually and it depends when the tracker moved. The tracker could have rotated from the edge to the flat during the implant placement and planning processes. . While the tracker may seem tight and rigid even if it is tightened on an edge, it can still move to a flat during the case. The tracker moved, and then the software caught the movement and reported it as expected. There was no issue with the software. It was reported that the user redefined the checkpoint and moved forward with the case and cut the femur.; redefinition of checkpoints should only occur if the user is confident that nothing has moved. If a tracker has moved and the checkpoint is redefined, the registration steps must be re-done to realign image in the system to the physical knee. Since the physical bone did not match the bone model on navio from the checkpoint redefinition, there were portions of the bone showing as red when there was still bone to cut. Also, the issue only occurred on the femur, further indicating that the femur tracker had moved. If another component had caused the issue, then both the femur and tibia would have the issue. The malfunction was caused by user error. No corrective actions or corrections required at this time. The medical investigation found that: based on the information provided, the root cause of the reported event was likely secondary to a user/procedural variance. Reportedly, there was a significant surgical delay of 75 minutes; however, it was communicated that no patient harm resulted. Therefore, the patient impact beyond the reported surgical extension, a procedural change and the modified surgical procedure could not be determined, as it was reported that the procedure was completed using conventional instrumentation. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated.